Manufacturer narrative:
The reported event of the atrial setscrew came out of the device stuck to the wrench was confirmed. Analysis revealed that A-setscrew became stuck to the tip of the torque wrench due to incorrect insertion of the torque wrench into the setscrew inset. The physician was forcing the wrench tip into the setscrew inset with the corners of the wrench being wedged forcefully into the setscrew inset walls which stuck the setscrew to the wrench tip. The setscrew stuck to the wrench tip was then pulled out of the device through the septum. The hex shape of the wrench tip has to be aligned with the hex shape of the setscrew inset for correct wrench insertion into the setscrew inset. The anomaly of the setscrew stuck to the wrench tip is related to the user/physician's incorrect use of the torque wrench.

Event description:
DURING A ROUTINE DEVICE REPLACEMENT, THE SET SCREW OF THE RIGHT ATRIAL PORT ON THE HEADER OF THE DEVICE WAS TOO LOOSE AND WAS NOT ABLE TO BE TIGHTENED. THE DEVICE WAS NOT IMPLANTED AND A NEW DEVICE WAS SUCCESSFULLY IMPLANTED TO RESOLVE THIS EVENT. THE PATIENT WAS STABLE.